Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was unable to enter into MRI mode due to a high impedance on the lead. As a result, surgical intervention may be undertaken to address the issue.